Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ultrasound image issue could not be replicated or confirmed - no ultrasound image issue found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation did not confirm that an ultrasound image was missing or an ID board replacement was needed from a recall. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that the ultrasonic gastrovideoscope was being recalled for ID board replacement and was missing the ultrasound image. There were no reports of patient harm.